Manufacturer narrative:
(B)(4). Exemption number: e2016031 (B)(4). Lab evaluation: upon evaluation of the returned device, it was noted that there was no stent exposure. No lock wire was returned. The red shuttle deployment marker was at the back of the handle. Actuation was possible however there was no movement from the stent out of the sheath. There was damage noted on the clear section of the outer flexor. Possibly due to torturous patient anatomy. The handle of the device was dismantled during lab evaluation and the flexor was seen to be broken at the shuttle cap. The stent was manually deployed during lab evaluation with slight resistance and the stent was seen to be fine. Customer complaint confirmed as failure was verified in laboratory. The customer complaint was confirmed as the flexor was seen to be broken at the shuttle cap during lab evaluation. Root cause: a possible cause for the issue encountered may have been due to torturous anatomy causing a buildup of pressure resulting in the flexor breaking. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: customer complaint confirmed as failure was verified in laboratory. The customer complaint was confirmed as the flexor was seen to be broken at the shuttle cap during lab evaluation. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up MDR submitted to update the investigation conclusions and device return MDR submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Evolution biliary controlled-release stent - fully covered was used for endoscopic biliary duct stent placement. After inserted the delivery system into the bile duct, the user attempted to deploy the stent by squeeze the handle. It was felt small resistance, however he continued deployment. Before the stent started to deploy, the user heard snap sound (such as "cut the wire" sound) then he could not manipulate the handle. The device was removed from the patient's body, and another manufacture's device was ued instead to complete the procedure. There have been no adverse effect to the patient reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: ¿evolution biliary controlled-release stent - fully covered was used for endoscopic biliary duct stent placement. After inserted the delivery system into the bile duct, the user attempted to deploy the stent by squeeze the handle. It was felt small resistance, however he continued deployment. Before the stent started to deploy, the user heard snap sound (such as "cut the wire" sound) then he could not manipulate the handle. The device was removed from the patient's body, and another manufacture's device was used instead to complete the procedure. There have been no adverse effect to the patient reported.¿ the physician had the following comment: ¿resistance during deployment does not notice well with gun handle (by squeezing the handle).¿ ¿another manufacture's device was used instead¿ to finish the procedure the following additional information was provided: ¿1) was the stent removed partially deployed? Stent was not deployed any part in the patient¿s body: I changed the sentence to ¿it was felt small resistance, however he continued deployment. Before the stent started to deploy, the user heard snap sound (such as "cut the wire" sound) then he could not manipulate the handle.¿ 2) did the patient require any intervention or additional procedures due to this incident? No¿ it was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A possible cause for the issue encountered may have been due to torturous anatomy. Prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records for evo-fc-10-11-8-b did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #, upon review of complaints this failure mode has not occurred previously with this lot #. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Evolution biliary controlled-release stent - fully covered was used for endoscopic biliary duct stent placement. After inserted the delivery system into the bile duct, the user attempted to deploy the stent by squeeze the handle. It was felt small resistance, however he continued deployment. Before the stent started to deploy, the user heard snap sound (such as "cut the wire" sound) then he could not manipulate the handle. The device was removed from the patient's body, and another manufacture's device was used instead to complete the procedure. There have been no adverse effect to the patient reported.